Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of spectrum iq infusion pumps turned off while infusing a critical medication to a patient. It was further reported that heparin was in use on one occasion and amoidarone on another. There was no report of patient injury or medical intervention associated with these events. No additional information is available.